Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of infection were swelling, fluid and pain at the pocket site. The patient was hospitalized and underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc22187700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of infection were swelling, fluid and pain at the pocket site. The patient was hospitalized and underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.